Event description:
The pt was scanned with the synergy spine coil for a thigh examination. After the examination some redness was observed that turned into a large second degree burn (blister) the following day. The investigation is ongoing.

Manufacturer narrative:
(B)(4). (Method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.